Event description:
It was reported that the patient presented to the clinic with a quarter size hole in the skin at the pocket site. The implantable cardioverter defibrillator (ICD) system was explanted due to pocket erosion. A new ICD system was implanted on the right side of the patient. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: infection should have been reported.